Event description:
Event description guidant received information that, 9.8 months post-implant, the battery status for this implantable cardioverter defibrillator is at mol2 (middle of life 2) with a monitoring voltage of 2.58 v and a charge time of 9.2 seconds. There was an expressed concern regarding the battery longevity. ,